Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead implantation was attempted, but not successful because the lead could not "make turn to enter right ventricle". The lead was removed and replaced. No patient complications were reported as a result of this event.